Event description:
The customer reported that the system locked up and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and installed a card in the workstation. No further information is available.